Event description:
It was reported to philips that the geometry was not working, unable to communicate with geoipc.no harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the c-arm and the patient table were not moving. Review of the log files shows the malfunction of geo-pc. Upon troubleshooting fse found that the issue was with defective geo pc. The defective part was sent for analysis and for ipc the malfunction can be confirmed, and it was in cmos due to low battery voltage. However, to resolve the issue, fse later replaced the geo ipc, reloaded software, and performed position calibrations. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.